Event description:
Svt ablation at (B)(6) on [redacted date]. The ablation catheter had a sensor error. Manufacturer response for navigation device, thermocool smarttouch bi-directional navigation catheter nav st sf d (per site reporter).